Event description:
It was reported that the customer had a high blood glucose reading of 350 mg/dl, and was getting no delivery alarms. Troubleshooting was not possible as the infusion set had already been replaced. It was also stated that the customer was sent to the hospital by his care giver due to low blood pressure. The customer's blood glucose levels were still at 280 mg/dl at the time of the event. The customer was also sweating profusely. Nothing further was reported.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.